Event description:
On 7/8/2020, sales rep called linkbio customer service and reported that dr. (B)(6) scheduled a revision surgery to address dissociation of resurfacing femur (part# 16-2823/22; sn# (B)(4)) and femoral stem (part# 15-8522/60, sn# (B)(4)). They have been apart for a while. Patient was in pain for long time. While extracting initial implants, the surgeon noticed that the metal was rubbing against each other showing signs of metallosis in the surrounding area. The sales rep reported that metallosis was believed to have occurred at the interface between the femoral stem and femoral component. Patella was greyish black in color. The surgeon began the process of removing the rotating connection component (part# 16-2840/05; sn# (B)(4)) by removing two screws, the first from the tibial tray that holds the polyethylene insert in place, and the second from the connection component that secures the t-bushings. Both screws came out easily with no issues. The plastic tibial tray insert was removed without incident. The surgeon was unable to retract the connection component t-bushings (cams) from the femoral component and so attempted to remove the femoral component and connection component assembly simultaneously from the tibial component. He had a hard time extracting the connection component from the tibial component. Once extracted, the plastic piece of the connection component post (plastic bushing) remained inside the tibial component. The surgeon pushed the connection component metal post back through the plastic bushing, which was stuck inside the tibial component and was then threaded back into the thin metal disc at the bottom of the tibial implant hole. Once it was screwed back in, the surgeon was able to lever out connection component and femoral component assembly out of the tibial implant with an osteotome. Please note the tibial component and tibial stem were left in place. Only the femoral component, femoral stem, and connection components were revised during the case.

Manufacturer narrative:
Product brand name corrected from "megasystem c modular stem" to "endo-modell sl femoral component,intracondylar, with patellar flange". Common device name corrected from "megasystem c modular stem" to "uncoated knee femur prosthesis". Updated response to f11 from "no" to "yes" and added the report sent date.

Event description:
On (B)(6) 2020, sales rep called linkbio customer service and reported that dr. Xxxxxx scheduled a revision surgery to address dissociation of resurfacing femur (part# 16-2823/22; sn# (B)(6)) and femoral stem (part# 15-8522/60, sn# (B)(6)). They have been apart for a while. Patient was in pain for long time. While extracting initial implants, the surgeon noticed that the metal was rubbing against each other showing signs of metallosis in the surrounding area. The sales rep reported that metallosis was believed to have occurred at the interface between the femoral stem and femoral component. Patella was greyish black in color. The surgeon began the process of removing the rotating connection component (part# 16-2840/05; sn# (B)(6)) by removing two screws, the first from the tibial tray that holds the polyethylene insert in place, and the second from the connection component that secures the t-bushings. Both screws came out easily with no issues. The plastic tibial tray insert was removed without incident. The surgeon was unable to retract the connection component t-bushings (cams) from the femoral component and so attempted to remove the femoral component and connection component assembly simultaneously from the tibial component. He had a hard time extracting the connection component from the tibial component. Once extracted, the plastic piece of the connection component post (plastic bushing) remained inside the tibial component. The surgeon pushed the connection component metal post back through the plastic bushing, which was stuck inside the tibial component and was then threaded back into the thin metal disc at the bottom of the tibial implant hole. Once it was screwed back in, the surgeon was able to lever out connection component and femoral component assembly out of the tibial implant with an osteotome. Please note the tibial component and tibial stem were left in place. Only the femoral component, femoral stem, and connection components were revised during the case.